Event description:
It was reported that a patient connected themselves to the patient line of their cassette for peritoneal dialysis therapy prior to line being properly primed. The technical service representative assisted the patient with ending the therapy. It was not specified how the patient planned to complete therapy. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who connected themselves to their patient line prior to the line being properly primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.